Manufacturer narrative:
The contact lens was discarded by the patient. The lot device history records were reviewed and confirmed that all global requirements were met. Although the optometrist indicated the patient is not compliant with lens wear and care, the optometrist relates the event to the contact lens. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optometrist office initially reported a patient had complaints of red eyes after two weeks of wearing the contact lenses. The office states the patient was diagnosed with a corneal ulcer. Upon follow-up with the optometrist, it was verified the patient was diagnosed with ulcerative keratitis in the right eye. No cultures were taken. Patient was treated with vigamox for 10 days and is recovered. The optometrist states the patient is not compliant with contact lens wear and care. The optometrist relates the event to the contact lens.